Event description:
The field service engineer reported that the system would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch, hand switch, and the x-ray on switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.